Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured on the initial inflation. The number of atms is unknown. The lesion being treated was a calcified, 90% stenotic lesion in the distal right coronary artery (rca). The quantum maverick monorail balloon was being used for post-dilation. It is further reported that the physician tried direct stenting and after easily crossing the lumen of the stent, the quantum maverick monorail balloon rupture occurred. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.